Event description:
International customer reported that there is a hole in the device. Additional information was requested; no further information was received.

Manufacturer narrative:
Date sent to the FDA: 04/03/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.